Event description:
The catheter separated as it was being removed from the pt. A 3cm piece remained in the pt's radial artery. This small piece of catheter was removed by a vascular surgeon. There were no pt complications.